Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. However, a probable cause of the knife wire breaking could be attributed to the following: the device was energized in one of these following situations. (A) the cutting wire is in point contact with tissue. Or they were being close to each other. (B) the cutting wire is in point contact with distal end of endoscope. Or they were being close to each other. 2) an electrical discharge occurred in the cutting wire, and the cutting wire became hot instantly. 3) the cutting wire was broken. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿¿ do not use excessive force to bend the distal end of the sphincterotome. This could damage the cutting wire. ·the distal end of this instrument has been pre-curved. Curve the distal end further or in a different direction if necessary. ¿ do not insert the instrument into the endoscope when the cutting wire is tightened. Doing so may extend the distal end of the insertion portion from the endoscope tip abruptly. This could cause patient injury, such as perforations, bleeding, or mucous membrane damage. It could also damage the endoscope and/or instrument. ¿ when inserting the instrument into the endoscope, hold the slider firmly. Otherwise, the distal end of the insertion portion may bend and could extend from the distal end of the endoscope abruptly. This could cause patient injury, such as perforations, bleeding, or mucous membrane damage. It could also damage the endoscope or instrument. ¿ do not advance or extend the instrument abruptly. This could cause patient injury, such as perforations, bleeding, or mucous membrane damage. It could also damage the endoscope and/or instrument. ¿ when inserting the instrument into the endoscope, hold it close to the biopsy valve and keep it as straight as possible relative to the biopsy valve. Otherwise, the instrument could be damaged. ¿ insert the instrument slowly. Abrupt insertion could damage the endoscope and/or instrument. ¿ since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the wire is very short, the output is too high or activated while the wire touches metal parts of the endoscope, or the wire is tightened too strong. When the wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the wire will be pushed out toward the papilla or move sideways. If the wire breaks off, stop the output immediately and pull the slider completely to retract the broken wire into the tube. Then withdraw the instrument from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct and/or damage of the endoscope could result. ¿be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur. ¿ do not activate output while the cutting wire touches the metal parts of the endoscope, or they are being close together. This could burn the tissue and/or damage the endoscope or the instrument.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the single use 2-lumen sphincterotome knife was bent and cut off during an endoscopic retrograde cholangiopancreatography (ercp) procedure. The issue was resolved using a similar device, with no delay in the procedure. There were no reports of patient harm.